Event description:
Following a laparoscopic anti-reflux procedure utilizing the linx device, a pt experienced dysphagia leading to linx device explant. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2014. Dysphagia first reported as of (B)(6) 2014. Reported that pt self-limited eating upon experiencing initial dysphagia symptoms. Gastroesophageal balloon dilation attempted before explant but did not alleviate symptoms. Uneventful device explant on (B)(6) 2014 due to ongoing dysphagia. Device found in the correct position and geometry.